Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the batteries were dead on the perfusion system. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.